Manufacturer narrative:
The battery housing was visually inspected by the technician. Visual inspection found the rubber seal on the housing cover was coming out. Based on a review of risk documents, the o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents.

Event description:
It was reported that the rubber seal on system 6 aseptic housing is damaged which can cause housing to not close properly and lead to sterility breach. It was found on the service floor at manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.